Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous right anterior tibial artery. The physician advanced the 1.5mmx20mmx142cm sterling balloon to the lesion and on the second inflation, inflated the balloon to 8atms and the balloon ruptured. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). The device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).